Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "when drilling the shs and the distal interlocking, incorrect drilling occurs.".

Event description:
As reported: "when drilling the shs and the distal interlocking, incorrect drilling occurs."

Manufacturer narrative:
Correction: please refer to section d4 lot#. The reported event could not be confirmed since the device was returned for evaluation and found to be fully functional. The device inspection revealed the following: no major wear or deformation impairing the devices functionality was observed. Slight scratches can be seen on various locations of the device, reflecting normal usage of the device over time. The target device was tested with the returned speedlock sleeve and fully functional gamma 3 nail, sleeve and drill bit. The target device could be easily locked with the speedlock sleeve and the distal locking could be adjusted as intended. The instruments were fully aligned with the distal hole of the nail. Therefore, the functionality of the instruments could be given and the reported event could not be confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to an user related issue. The instruments worked as intended during the inspection, therefore the failure was most probably caused by unintended use of the device and failure to properly follow the instructions. If more information is provided, the case will be reassessed.